Event description:
It was reported that the right ventricular (rv) lead dislodged multiple times during the implant procedure. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.